Event description:
Event description cpi received information that this implantable pulse generator (ipg) system exhibited atrial noise, a loss of sensing and an increase in impedance measurements due to the atrial lead not being fully inserted into the header. The system remains implanted; the issue was resolved through reinserting the lead into the header.